Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm. Customer's blood glucose was 507 mg/dl after a set change. Customer treated high blood glucose with insulin injection and blood glucose dropped to 344 mg/dl. Customer's blood glucose dropped to 37 mg/dl after another set change. Customer's blood glucose at time of call was 89 mg/dl. Customer declined high pressure test. Customer was advised to monitor the device. Customer will not be returning the device for analysis.